Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor pin connections to the sockets were damaged and the pins could not be reinserted into the sockets. The pump did not detect the cartridge during the load step upon evaluation.